Event description:
Device product performance information was received by the manufacturer and analyzed. The analysis noted oversensing on the right ventricular lead. Follow up information was received that indicated that there had been no product performance issues noted with the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with two ventricular non-sustained tachycardia episodes equal to 210 ms on (B)(6) 2012. And there were ten ventricular fibrillation episodes less than or equal to 210 ms average v-cycle between (B)(6) 2010 and (B)(6) 2012.